Event description:
It was reported to boston scientific that during routine inspection of assigned inventory, the sales rep called in to report physical damage to reservoir connector on pole. The sales rep stated that the exposed wires on the broken connector were frayed as they were coming out of the housing.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.